Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a remote latitude transmission showed atrial undersensing of atrial fibrillation. The average ventricular rate during atrial tachycardia was 86 beats per minute. The battery status is ok, and lead measurements are satisfactory. This device remains implanted and in service with no adverse effects reported.